Manufacturer narrative:
H3: complaint was unconfirmed. Upon receiving the device, it looked to be used with the tubing and cord cut. The device was decontaminated and then tested per wi. Upon visual inspection, the handpiece tubing and cord were cut. H6: codes b01, c07, d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a handpiece. It was reported that the handpiece button was not working. A new handpiece was brought in, and it functioned as designed. Additional information was received. It was reported that the incident happened at the start of the case. Patient was present and the case was delayed slightly to replace with new handpiece and it was reported that the procedure performed at the time of event occurred was a spine case.